Manufacturer narrative:
(B)(4). - device 3 of 4. E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow block alarm event with 4 infusion sets on 25-jun-2024. The blockage was located at the tubing. No further information available.